Manufacturer narrative:
It was noted that the donor has a significant pre-existing medical problem. Four days prior to the donation on (B)(6) 2019 the donor developed tingling in his right arm as well as pain and heaviness in his chest associated with shortness of breath while playing basketball. Donor passed out and fell on the back of his head. Abnormal EKG changes and concern for cardiac origin was noted. This was not communicated to the donor facility. A field service engineer was dispatched and inspected the pcs2 machine and found no issues. The device is operating within manufacturer's specifications.

Event description:
On (B)(6) 2019, haemonetics was informed by the customer of a donor fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor began seizure-like motions on the donor bed prior to the needle being disconnected. Chest compressions were performed by medical staff until ems arrived. Donor died at the hospital later that day.